Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station remote manager had failed, and the "failed hardware" symbol was displayed at the top of the screen. The technical support specialist (tss) assisted the customer in diagnosing and recovering failed hardware in the station application. After identifying the issue, the tss triggered a fail to open event and initiated recover storage space, successfully restoring functionality. The failed hardware icon had disappeared. The system functioned as intended after the technical support specialist investigated and resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager had failed, and the "failed hardware" symbol was displayed at the top of the screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.